Manufacturer narrative:
Complaint not confirmed, no abnormality was observed on the device that may have contributed to the event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a revision shoulder surgery was performed on (B)(6) 2020. The glenoid got loose post op. No further information provided by the customer. The device will not return for investigation. Update 05-mar-2020: further information was provided that the initial surgery was performed on (B)(6) 2014. Update 06-aug-2020: further information were provided that the following devices were also explanted during the initial revision surgery. Ar-9347-18 batch 1295131706. Ar-9300-47cpc batch12.744. Ar-9301-02 batch 13.389.